Event description:
Device returned for mechanical hardware failure. A clicking sound could be heard coming from the device when the lever arm was manipulated. The device was opened to inspect for internal damage. The override arm was found jammed up against the lever arm assembly. The vr assembly and override arm were removed to inspect for further damage. Damage was identified on the screw mount for the override arm on the front housing. This damage is causing the override arm to not be fully seated, leading to the override arm jamming up against the lever arm when the vr motor is activated.

Event description:
The following has been reported: biomed reported : pump has damaged front housing. Also has service needed error and is making a clicking noise, it has an error as well as physical damage. Patient harm : no. Stopped active infusion : no. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.